Manufacturer narrative:
This report is submitted on april 21, 2023.

Event description:
Per the clinic, the patient underwent re-positioning surgery on (B)(6) 2023 due to pain after MRI. The implanted device remains.